Event description:
A physician reported a patient who was skin tested with no response and subsequently treated in the crow's feet on 9 june 1999. On 19 june 1999, the patient developed swelling, redness and pruritus in the extra-orbital crows feet. The physician diagnosed the symptoms as a "delayed allergy reaction". The local symptoms were considered by the physician to be product-related. The patient was treated with topical 1% hydrocortisone and hysmanal & phenergan orally, which were ineffective.